Event description:
It was reported that the basket on the ptd separated from the cable during a procedure on a loop graft. The basket was successfully removed using a snare device. There were no patient complications.